Manufacturer narrative:
When investigation is completed, a follow up report will be sent to FDA.

Event description:
On (B)(6) 2017 the customer reported to philips that a patient had received a radiation dose of 2.75 gy. The customer stated it was a difficult case with a large patient and they did not watch the dose reading until alert and stated would have shortened case if alert was sooner. The customer would like both labs set in a way that they the system alerts at 0.5 gray instead of at 2 gray. No other injury than the high radiation dose was reported.

Manufacturer narrative:
Philips system designer analyzed the log files with the following results dose analysis: total fluoro time was 43.4 minutes only using the frontal channel in 60 % of the runs the edl limit of 697 ugy/s was used and in 40% 350 ugy/s this results in a total fluoro ak of 2.35 gy for exposure the lc 15 fps eco is used. In total 1437 images were made with an average fov of 27 [cm]. This results in an ak/fr value of 0.177 mgy/fr for normal patients with 20 cm object thickness. The average object thickness was 35 [cm] which will increase the ak/fr value with a factor 2 (estimation!). This results in a total exposure ak of 0.51 gy in total the expected ak value should be around 3.04 gy. The measured value of 2.75 gy is therefore within expectations. Event log info: no errors and/or warnings in the event log file indicating any mal functioning of the xper allura system. Planned maintenance (pm) has been performed on 2017jan16 and on 2017jul18 where the system passed all tests and was working within specification. This leads to the conclusion that the system was also within specification on 2017may01 when the issue occurred. The 2gy limit (air kerma display color turns from black to red) can be configurated in the epx database under cumulative air kerma threshold.